Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest and displacement test. Power connector plug in and locked in place properly. No blank display anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer was advised to remove battery and insert battery alarm did not occurred on screen. Customer stated that the battery cap was neither damaged nor corroded and battery compartment neither damaged nor corroded. Customer was advised to insert battery and display did not return. Customer stated that the insulin pump was not exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.